Event description:
A hospital biomedical engineer reported that a hemodialysis machine turned itself off during a pt treatment. This was discovered when the nurse did her hourly check on the pt. She deduced that the machine had been off for 1/2 hour. No alarm had occurred. The blood in the pt line had clotted, so the lines were discarded and the treatment discontinued. The pt reportedly lost approx 300 ml of blood. It is not known whether there was any add'l medical intervention. There was no serious injury. The hospital biomedical engineering dept was unable to duplicate the problem or find anything wrong with the machine.